Event description:
The shielding mechanism fell apart, resulting in a needlestick injury.

Manufacturer narrative:
Results: add'l info regarding this incident has been requested. The sample was not available for analysis. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for eval, we were unable to determine the root cause for the problem encountered. If add'l info is received regarding the incident, a supplemental report will be submitted. (B)(4).